Event description:
In 2008, this pt was implanted with a gore tag thoracic endoprosthesis to treat a chronic dissection. On a week later, the pt presented with chest pain and a CT scan revealed a distal collapse of the device, with blood perfusing distally. A reintervention to re-balloon the device occurred and wall apposition was obtained. Yet, the vessel naturally narrowed at the location of the collapse and, so a palmaz stent was used to open the device. Pt is reported to be well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. According to the instruction for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections.